Event description:
Kimberly-clark received a report stating, "on friday during a procedure, the 10 cc rfl probe cover and needle broke while in the patient. The md was successful retrieving the probe and needle without any patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4). This event has also been reported by baylis medical as report #9710452-2012-00005.

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis. Without a valid lot number or returned device we are not able to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.